Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported inform base electrical contacts are burned. No adverse event reported. Requested return of device, replacement was sent.